Event description:
It was reported that the patient experienced transient ventricular tachycardia during a lead implant procedure. The physician could not find the coronary sinus and the operation was eventually abandoned. The lead was not implanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.